Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet pump sustained physical damage when it was broken during basketball, resulting in a cracked screen and the need for a replacement device. Symptoms included none. Outcomes included no clinical impact, no hospitalization, and continued therapy via replacement. Investigation included customer service assessment and return logistics review, with carrier tracking confirming receipt of the damaged unit. Investigation of this device revealed external physical damage to the display assembly consistent with accidental impact, with no indication of device malfunction prior to the event. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage unrelated to product design or manufacturing.